Event description:
It was reported that the leak was observed from the patient line when the home patient (hp) picked up the patient line to check if it primed all the way to the top. As a result, hp disconnected all the bags. The technical service representative (tsr) assisted the care giver (cg) with ending the therapy. The cg was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It instructs the user to "verify that the end of the patient line, or the end of the patient line extension when the extension is used, is placed in the left slot in the blue organizer". It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.